Manufacturer narrative:
E1: initial reporter first name:(B)(6). E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. This issue was identified during the release phase. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from september 27, 2022 to september 28, 2022. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a leak at the port 2, spike port bonding area was observed. The reported condition was verified. The cause of the condition could not be determined, however most likely was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.